Event description:
During a tfn procedure, the set screw on the tfn nail was already advanced internally prior to it being implanted. This was discovered when the surgeon was unable to insert the helical blade. The surgeon backed up the set screw and followed protocol to complete the surgery, using a new helical blade. During the procedure, the lateral wall of the femur fractured. The surgery was extended by approx. 45 min. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.